Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with an implantable cardioverter defibrillator (ICD) that oversensed myopotentials in the ventricular channel. Programming changes were suggested but have not been made as of yet. The patient was asymptomatic and stable.